Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient needed an MRI due to an unknown medical condition, the patient is having seizures. However, they were unable to do an MRI due to impedances on 2 electrodes. The patient presented with only one high impedance contact last year, (B)(6) 2023. Troubleshooting was done in theatre, new extension(s) were placed, but one electrode still had impedance. Troubleshooting was done today and still electrode 11 is orange (high) and 10 is red (low). Impedances were measured at 3 volts. Currently the patent is using electrode 9 and their symptoms are under control. The physician felt that it might be the battery at fault.

Manufacturer narrative:
D10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type extension product ID 3708660, serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the extensions will not be sent back as, when they were replaced, they were swapped around so that in the replacement of the extension, it was not suspected that the cause of the issue is the extensions. The rep will have a consultation with the physician to determine next steps. The cause of the impedance issue was not determined. No other actions/interventions are currently planned.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type extension. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the consultation with the physician didn't help specify a lot. The cause of the issue as not known but the patient was doing fine.